Event description:
It was reported that the patient underwent a tlif/plf at l5-s1 using rhbmp-2/acs. At an unknown time post-op, the patient developed radicular symptomatology on the side as a result of ectopic bone formation. A revision surgery was completed 128 days post-op, during which ectopic bone was removed. The patient's leg pain persisted and the patient was diagnosed with chronic neuropathic pain and a spinal cord stimulator was ordered. New CT scan was ordered and possibly demonstrated more ectopic bone formation which was not addressed surgically. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.